Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Additional information was received and reported that the atrial lead had high thresholds, poor sensing, noise and no capture. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #product ID# (B)(4) a proximal portion was received measuring 6 cm. A distal portion was received measuring 24 cm. The outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that the atrial lead was possibly fractured, however has good sensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event. (B)(6) 2014 additional information was received and reported that the atrial lead had high thresholds, poor sensing, noise and no capture. The atrial lead was explanted and replaced. It was also reported that the right ventricular (rv) lead had high thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead was possibly fractured, however, has good sensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.